Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the battery cap was damaged and drive support cap was not damaged. Reason code has been corrected to the ba01.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was damaged of the insulin pump. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer also reported that the insulin pump was soft and chipped at battery cap. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and advised to follow medically prescribed back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had broken battery cap, broken battery tube threads.